Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 3550-39 lot# n317046, implanted: 2012 (B)(6), product type accessory product ID 37754 lot# serial# (B)(4), product type recharger product ID 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt their device was not functioning correctly because when the patient "was in the same position" the patient experienced "a sudden surge with stimulation." It was noted that the patient "got to" a "comfortable" setting on group a and then "stayed there for 3 minutes" which they thought resolved the issue. It was further noted, the patient called back "a few minutes later" and reported the same issue. It was noted device troubleshooting was considered. It was further noted, the patient was on group b in manual mode and did not experience issues. It was noted a time would be identified to complete a "reprogramming check." It was further noted, the previous time the manufacturing representative met with the patient, all impedances checked out normal and the system was intact. Additional information received reported that there were no diagnostics performed on the device. It was noted that there were no malfunctions or causes of issue determined. It was further noted the stimulation settings were "reset." It was noted that it was unknown if the patient received effective therapy. It was further noted that patient outcome was unknown.

Manufacturer narrative:
(B)(4).